Event description:
It was reported that a patient generator was previously unable to be programed in (B)(6) 2025, but as the patient was doing well with their current therapy the physician wasn't concerned. The patient was later seen and their generator was unable to be interrogated. Troubleshooting was performed including reducing sources of emi and a generator reset, but the generator was unable to be interrogated by two separate programming systems. Tablet data was received and reviewed for the patient. No abnormalities were observed in the received data. No other relevant information is available to date.